Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead sensed noise, which led to an inappropriate shock in (B)(6) 2011. Lead measurements since implant had been stable, but the suspected cause was that the insulation may have been damaged during a device replacement procedure. Noise was also noted. Later, this lead was surgically abandoned, and a conductor fracture was suspected. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.